Manufacturer narrative:
The device was received for evaluation. Visual inspection on the returned sample observed a narrow thin film of silicone residue on the surfaces of the spike and inside surfaces of the cap as it was removed. The reported issue was verified. The cause of the condition was not determined. A batch review was conducted and there were no deviations found related t this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that moisture was observed in between the spike and cap of a non-vented high-volume inlet which indicated contamination. The contamination was discovered during setup and before use. There was no patient involvement. No additional information is available.